Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). It was said that the patient experienced infection with the ipp. A new tactra device was implanted. No further information was reported.